Event description:
A medtronic representative reported a mouse that was unresponsive in synergy cranial. This was identified while setting up for a procedure, there was no patient present.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, at the site, was unable to replicate the issue. Follow-up identified a subsequent successful procedure was completed with no issues. Suspect device has not been returned to manufacturer for further evaluation.